Event description:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 7 months after insertion of essure (ess205). The patient was treated with surgery (removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47 year-old female patient who had essure (ess205) inserted (lot no. 623317) for female sterilisation. The patient had a medical history of parity 2, multigravida, endometriosis, hysteroscopy, endosalpingiosis and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure devices, excision of endometriosis, diagnostic). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure (ess205) administration. The reporter commented: the left tubal orifice was then visualized and an essure insert was placed in the tube 1 trailing coil observed in the uterine cavity. Similarly the right tubal orifice was visualized and cannulated with the essure device. It was then released with 2 trailing coils observed in the uterine cavity. The patient will take ibuprofen 400-600mg. Every 6 hours as needed for cramping. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: the essure inserts appeared to be normally placed bilaterally. There was no tubal spillage around the inserts demonstrating tubal closure. The uterine cavity appeared normal.. [Pathology test] on (B)(6) 2021: 5 silver metallic coils ranging in size from 1.0 x 0.1 x 17 cm length x less than 0.1 cm. Coils are grossly consistent with essure coils. [Pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2022: medical record received. Event medical device replaced with pelvic pain. Lab tests added. Lot number added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47 year-old female patient who had essure (ess205) inserted (lot no. 623317) for female sterilisation. The patient had a medical history of parity 2, multigravida, endometriosis, hysteroscopy, endosalpingiosis and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure devices, excision of endometriosis, diagnostic). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure (ess205) administration. The reporter commented: the left tubal orifice was then visualized and an essure insert was placed in the tube 1 trailing coil observed in the uterine cavity. Similarly the right tubal orifice was visualized and cannulated with the essure device. It was then released with 2 trailing coils observed in the uterine cavity. The patient will take ibuprofen 400-600mg. Every 6 hours as needed for cramping. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: the essure inserts appeared to be normally placed bilaterally. There was no tubal spillage around the inserts demonstrating tubal closure. The uterine cavity appeared normal. [Pathology test] on (B)(6) 2021: 5 silver metallic coils ranging in size from 1.0 x 0.1 x 17 cm length x less than 0.1 cm. Coils are grossly consistent with essure coils. [Pregnancy test urine] (date unknown): negative. Lot number: 623317. Manufacture date: 2007-02. Expiration date: 2009-01. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-may-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 7 months after insertion of essure (ess205). The patient was treated with surgery (removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.